Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, in the late afternoon, the patient lost consciousness at home. Prior to losing consciousness, the patient did not experienced any symptoms. The patient´s wife found the patient and called the paramedics. When paramedics arrived, the cgm reading on the pump was more than 300 mg/dl (no information about the exact values) and the blood glucose reading was 22 mg/dl. The patient was taken to the hospital and was treated by the paramedics in the ambulance with IV glucose. After treatment the patient regained consciousness. The patient was admitted at the hospital and stayed overnight. During the time that he was admitted to the hospital, he changed the sensor and the hospital checked his blood glucose every hour. The patient recovered and was discharged on the (B)(6) 2022 in the afternoon. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.